Manufacturer narrative:
Failure analysis noted that the pump had missing segments due to cracked zebra connector. The pump had cracked reservoir tube lip and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 21 mmol/l. The customer was in the hospital for non-diabetes related issues and the customer was on injections. The customer stated that there was horizontal bar through the screen. Troubleshooting was performed. The device was returned for analysis.